Event description:
It was reported that bd alaris smartsite bag access device was broken the following information was received by the initial reporter with the following verbatim the smartsite connector is breaking off of the bag spike. The customer has retained affected samples, also has a picture. They have 12 cases of product with the same lot# that need to be returned and replaced.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
It was reported that the smartsites were creaking from the spike. 500 unused samples were returned for investigation. He sets were examined for defects and abnormalities. No defects or abnormalities were observed. Excess force was applied to the samples samples were able to be snapped at the spike. A quality notification was sent to the manufacturer. From the manufacturer's investigation, after investigation, and by reviewing the process, it was not possible to determine the root cause due to not being able to replicate the failure reported during the different scenarios created or confirm which was the factor or combination of factors that generate the condition reported, however, process improvements were taken. As an improvement process, preventive maintenance a new fixture will be implemented by updating the spike press procedure approved on (B)(6) 2024, to specify that preventive maintenance is required for this fixture to ensure that the equipment is in optimal conditions for use. Current control measures are adequate to control the risk. We will continue to track and trend and if any negative trend is observed, proper actions will be deemed necessary. A device history record review for model 2300e-0500 lot number 24015265 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.